Manufacturer narrative:
Preliminary analysis of the received device operated as specified.

Event description:
Reportedly, physician considered a faster than expected depletion for the subject device. In addition, patient was with no underline rhythm. At the penultimate routine follow-up ((B)(6) 2015), residual longevity display indicated 16 months remaining. The device was explanted and will be returned for analysis.

Event description:
Reportedly, physician considered a faster than expected depletion for the subject device. In addition, patient was with no underline rhythm. At the penultimate routine follow-up ((B)(6) 2015), residual longevity display indicated 16 months remaining. The device was explanted and will be returned for analysis.

Event description:
Reportedly, physician considered a faster than expected depletion for the subject device. In addition, patient was with no underline rhythm. At the penultimate routine follow-up ((B)(6) 2015), residual longevity display indicated 16 months remaining. The device was explanted and will be returned for analysis.